Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The target lesion was a de novo lesion located in the moderately tortuous right coronary artery. A 2x12mm and 2.5mm nc quantum apex balloon catheter was advanced for pre-dilatation. A 2.5 x 38mm promus element long stent was deployed to treat the lesion but the device was unable to cross the lesion in spite of pre-dilation and buddy wire technique. During negotiation, the physician noticed that the stent struts was deformed. The device was withdrawn and the physician deployed two short stents across the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination along the entire length of the shaft identified no kinks or damage. An examination of the balloon, crimped stent and tip sections of the device identified no issues with their profiles. The stent was tightly crimped onto the balloon and the balloon did not appear to have been subjected to any positive pressure. No issues were noted with the balloon fold. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The target lesion was a de novo lesion located in the moderately tortuous right coronary artery. A 2x12mm and 2.5mm nc quantum apex¿ balloon catheter was advanced for pre-dilatation. A 2.5 x 38mm promus element ¿ long stent was deployed to treat the lesion but the device was unable to cross the lesion inspite of pre-dilation and buddy wire technique. During negotiation, the physician noticed that the stent struts was deformed. The device was withdrawn and the physician deployed two short stents across the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.